Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provide in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corp that a procedure to place an ultraflex esophageal stent system, in a male pt, was performed. The physician pulled the thread to deploy the stent; however, after releasing approx 75% of the stent, the thread couldn't be pulled any more. The physician pulled with more force, the thread broke and the stent could not be fully deployed. The physician removed the stent and successfully completed the procedure with another ultraflex esophageal stent. The pt's condition was reported as "good".